Event description:
It was reported that during pre-testing, it was discovered that the motor device was "heating up". There was no delay to the surgical procedure reported. There was no patient involvement reported. There were no patient or user injuries reported. The date of the event was not provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. An assessment was performed and it was discovered that the device had been power broken which caused from the device running when the safety is engaged. This would have caused heat. Therefore, the reported condition was confirmed. The assignable root cause was determined to be misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.